Event description:
Caller reported intermittent occlusion alarms resulting in the customer's blood glucose (bg) displaying as "high." Specific glucose values were unknown. Elevated bg was addressed with a correction injection. The customer continued to use the pump for insulin therapy.